Event description:
It was reported that the patient presented for the repair of a congenital heart defect on (B)(6) 2022. During the procedure, the physician cut and capped the right ventricular lead due to product advisory status. There was no allegation of lead malfunction. The patient was discharged.